Event description:
During the index procedure one endeavor sprint, drug-eluting stent was implanted in the lcx. Approximately 29 months post the index procedure patient death occurred. Cause of death is unknown. Investigation assessed that the death was not related to the study device.

Event description:
Investigator assessed that the relationship of death to the study device was unknown.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death). Conclusions: inherent risk of procedure ¿ (death). (B)(4).